Event description:
He customer contacted stryker to report that their device does not recognize when the pads are disconnected from the patient. In this state the device may not be able to appropriately deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
A stryker field service representative evaluated the device and could not duplicate the reported issue. The leads off detection worked normally during testing. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.